Event description:
A report was received that the patient underwent a lead revision due to discomfort. The patient wanted the leads buried deeper. The patient is reportedly doing well following the revision.

Manufacturer narrative:
This is the final report.